Manufacturer narrative:
The reported event was inconclusive because no sample was returned. Baw7667064 rev 0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. Pfmea #ra7600780, revision 22, was reviewed for this investigation. The reported event is addressed in step #24. Based on this review the risk is within the expected range. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to start therapy on a patient in an arctic sun device. They were getting low flow alarms. They have made sure the tubing was straight and there were no kinks. They ended up changing out the pad and were still having low flow issues. Nurse provided primary nurse number to troubleshoot in front of device. Had nurse stop therapy, empty the pad, and disconnect pad. Walked through placing device in manual control, without pad, water flow rate (wfr) was 2.3 l/min, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 61 percentage, system hours 3,027, and pump hours 2,751. Had nurse connect pad holding only the blue tubing and not the clear connector. With pad, water flow rate (wfr) was 1l/min, inlet pressure (ip) was -8.2psi, circulation pump command (cpc) was 82 percentage. Walked through disabling manual control and resuming therapy, after a few minutes water flow rate (wfr) was 1-1.1 l/min. Confirmed they will see the yellow low flow banner on the screen, this was normal for neonatal pads. Informed nurse the neonatal pads should have a flow rate of 1.1-1.3 l/min. Explained flow rate and heater capacity correlation. Informed nurse if the device alarms again or if the flow rate drops again to call back. Device #s/n (B)(6). Per follow up information received via phone on 13may2025, received call back from charge nurse, who stated they discussed with the floor's equipment trainers and they believed this had been a user issue in connecting the pads. None of the pads had been kept and had been disposed of after therapy completed. They cannot confirm what the flow rates were throughout the rest of treatment, but they did not have any further issues with the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to start therapy on a patient in an arctic sun device. They were getting low flow alarms. They have made sure the tubing was straight and there were no kinks. They ended up changing out the pad and were still having low flow issues. Nurse provided primary nurse number to troubleshoot in front of device. Had nurse stop therapy, empty the pad, and disconnect pad. Walked through placing device in manual control, without pad, water flow rate (wfr) was 2.3 l/min, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 61 percentage, system hours 3,027, and pump hours 2,751. Had nurse connect pad holding only the blue tubing and not the clear connector. With pad, water flow rate (wfr) was 1l/min, inlet pressure (ip) was -8.2psi, circulation pump command (cpc) was 82 percentage. Walked through disabling manual control and resuming therapy, after a few minutes water flow rate (wfr) was 1-1.1 l/min. Confirmed they will see the yellow low flow banner on the screen, this was normal for neonatal pads. Informed nurse the neonatal pads should have a flow rate of 1.1-1.3 l/min. Explained flow rate and heater capacity correlation. Informed nurse if the device alarms again or if the flow rate drops again to call back. Device #s/n (B)(6).